Manufacturer narrative:
Evaluation, results: inherent risk of procedure (failure to deliver stent and stent deformation); patient condition affected effectiveness of the device (calcified lesion); deformation problem. Conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation); device failure/lack of effectiveness related to patient condition device (calcified lesion). (B)(4).

Event description:
The physician intended to use an endeavor resolute drug eluting stent. The target vessel was the lad which was calcified. There were no difficulties noted when removing the device from the hoop and/or during preparation of the device. During the surgery, the device could not pass through the lesion due to calcification. The device was removed and it was reported that it was deformed. Another device was used to compete the surgery. Device evaluation: the stent was positioned between the marker bands as per specifications. The 1st distal stent segment was raised and deformed. Additional stent segments were misaligned. The distal tip was damaged. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).¿